Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. The customer did not report any notable events prior to the malfunction and was assisted by technical support in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction code recurred, which the customer acknowledged and understood.